Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No event date information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s disease. It was reported the patient had a replacement planned due to normal end of service. During the pre-operative impedance check the right side contacts showed: 8- 18,500 ohms 9 -791 ohms, 10-33,700 ohms 11¿ 20,300 ohms no known environmental/external/patient factors were thought to have led or contributed to the issue. It was reported the physician must have been aware of the issue because they were only using mono pole on contact 9 and the patient received good therapy. Programming was done to resolve the issue. The issue was resolved at the time of the report. No surgical intervention occurred but was planned for (B)(6) 2018. The patient was alive without injury at the time of the report. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the rep stating the cause of the high impedances was not determined. It was clarified that the procedure on (B)(6) 2018 was for the replacement due to normal battery depletion and was unrelated to the high impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.